Event description:
Event: physical therapist informed medication durolane did not work - she informed after using a week later she was admitted to hospital due to tear buttocks, bleeding and sore knees.